Manufacturer narrative:
Reporting address & institution phone # (B)(6). Reporter phone #: (B)(6).

Event description:
The device displayed a low pressure error message. The device was in use at the time of the event. No patient or user harm reported. The device displayed a low pressure error message. Per the diagnostics performed by the engineer, the mask was not connected to the patient correctly by the user. Per the diagnostics performed by the engineer, the mask was not connected to the patient correctly by the user. The system meets the specification for the performed service and is returned to use.